Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/severe pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), infection ("frequent infections") and rash ("frequent rashes"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, medical device discomfort, abdominal pain, back pain, dyspareunia, abdominal distension, abnormal weight gain, infection and rash had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, dyspareunia, infection, medical device discomfort, menorrhagia, pelvic pain and rash to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.